Manufacturer narrative:
United received with no frozen screen, blank display or button error alarm noted. Unit time/clock moved. Unit had intermittent buttons response due to flattened (creased) buttons dome switch. However, unit passed operating currents, self-test, a21 error test and displacement test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had blank display and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the screen went blank and the pump wasn't working properly. The customer reported that the buttons were not properly functioning on the pump. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.